Manufacturer narrative:
Evaluation of the returned 3maxc revealed that the support coil winds were wrapped around the catheter shaft. The coils winds may have come from the reported jet7. There was no visible damage to the 3maxc. If the 3maxc is retracted out of the jet7 after the catheter become fractured, damage such as this may occur. Based on the returned condition of the devices, the root cause of the reported complaint could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report number: 3005168196-2021-01966 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4). This report is associated with MFR report number: 3005168196-2021-01966.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery using a penumbra system jet7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max) and a guidewire. During the procedure, the physician experienced resistance while advancing a 3maxc to the target location using a jet7 and guidewire. Therefore, the physician decided to remove the 3maxc. While removing the 3maxc from the jet7, it was noticed that a long metal spiral was coming out. Subsequently, the physician removed the whole system. The procedure was completed using a new 3maxc, a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.